Event description:
The pt underwent a left thoracoscopic wedge resection, left thoracoscopy completion lingula bisegmentectomy, and a left thoracoscopic mediastinal and hilar lymphadenectomy. After removing the necessary lymph nodes, the surgeon was pulling the scope out when she noticed approx a 4mm section of the left lung tissue that had burned. The surgery was paused while the covidien edge insulated blade electrode 6.5" (B)(6) had been inspected and found to have a small burn through the insulation approx an inch from the tip. The equipment was removed from the field, a new covidien edge insulated blade electrode 6.5" (B)(6) was retrieved, and the surgery was completed.